Event description:
It was reported that the right ventricular lead had low sensing values. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed oversensing, with 1 - ventricular nst=210 ms on (B)(6) 2009 at 15:58:29 and 7 - vf<=200 ms average v-cycle between (B)(6) 2009 and (B)(6) 2012.